Manufacturer narrative:
Information regarding suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. Information regarding PMA#: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) states, "activate co2 cartridge by turning red activation knob until it stops. Note: do not over rotate knob as this could damage the device." The IFU states, "to allow powder deployment, turn red valve to open position. Note: device is now active and ready for use. Do not press trigger button until powder deployment is desired." The IFU states, "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the IFU states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The assistant reported that they activated the device and wanted to perform the first release of the dust [powder], this are did not apply [sic] [unable to spray]. They were two (2) centimeters away from the ulcer. The carbon dioxide ended [carbon dioxide empty]. There was no patient complication. The doctor decided to use another hemospray, without problem. They made the exact steps to activate and use it correctly [used according to the instructions for use]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The following information is being corrected: b4- adverse event or product problem date of this report from 30-aug-2018 to 06-sep-2018. Information regarding section d2- suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Continued from section e3- occupation non-healthcare professional. Information regarding section g5 den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However the additional information provided indicates that the device was tested prior to being placed into the endoscope. Per the additional information, "was the device test deployed prior to use? Yes, it was testedrior to use." The instructions for use (IFU) states, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." This is the most likely root cause of the report of unable to spray. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the hemospray device was test deployed prior to being placed down the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following was initially reported to the FDA on (B)(6) 2018, : "during a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The assistant reported that they activated the device and wanted to perform the first release of the dust [powder], this are did not apply [sic] [unable to spray]. They were two (2) centimeters away from the ulcer. The carbon dioxide ended [carbon dioxide empty]. There was no patient complication. The doctor decided to use another hemospray, without problem. They made the exact steps to activate and use it correctly [used according to the instructions for use]." Additional information was received on (B)(6) 2018, "at the moment of being requested [button pressed to spray], the device was prepared according to the indications [instructions] of the product and being two (2) cm away from the ulcer, the device did not work when it was activated." Further additional information was received on 01-oct-2018: the device was tested prior to being placed down the endoscope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.